Event description:
It was reported that during follow-up, an increase in capture threshold and low sensing were noted. Lead was found to be dislodged. The lead was explanted when repositioning was unsuccessful. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.